Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation. And the customer's allegation was confirmed, "holes on cable". Device evaluation further found "noise showing on image, due to faulty ccd". The device had "perforation on cable and image issues, due to faulty ccd". The most probable cause of the complaint is expected or random component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had holes on cable. The issue found, during procedure. There were no reports of patient harm.